Event description:
Boston scientific crm received information that this cardiac resynchronization therapy-defibrillator (crt-d) was associated with a report of the patient hearing beeping tones when unloading a box of magnets. The calling health care provider and a boston scientific crm technical services consultant (ts) discussed magnet tones, device response to magnet exposure based on programming, and how to check device programming to see if magnet response features are programmed on. Hcp reported there was not a constant tone that would indicate tachycardia therapy was disabled. There was no report of adverse patient effects, and the device remains implanted and in service.

Manufacturer narrative:
This event will be updated if additional information is received. The device was later explanted for normal battery depletion with no subsequent issues or adverse patient effects reported. Upon receipt at our post-market quality assurance laboratory, the device was thoroughly inspected and analyzed. Based on recorded data from device operations and an engineering calculation based on programmed values, this device met longevity expectations. The device was then put through and passed a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high-voltage shocking, and recording functions of the device.